Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's flow sensor assembly was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the flow sensor assembly. The flow sensor assembly was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the flow sensor assembly failing was due to a crack causing an air leak.